Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during stent-assisted coil embolization of an aneurysm in the middle cerebral artery; inferior branch of m2 segment, upon deployment, the stent did not opened completely. The physician withdrew the microcatheter approximately 3mm from the distal tip and noticed that the stent distal tines were not opening. However the stent remained implanted in the patient. The vessel anatomy was reported to be very tortuous. The procedure was completed successfully and there were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported stent failure to open cannot be determined.

Event description:
It was reported that during stent-assisted coil embolization of an aneurysm in the middle cerebral artery - inferior branch of m2 segment, upon deployment, the stent did not opened completely. The physician withdrew the microcatheter approximately 3mm from the distal tip and noticed that the stent distal tines were not opening. However the stent remained implanted in the patient. The vessel anatomy was reported to be very tortuous. The procedure was completed successfully and there were no clinical consequences to the patient.